Event description:
It was reported that at the end of the procedure, the ventricular tachycardia evolved into ventricular fibrillation. Defibrillation shock was administered which was followed by an irreversable cardiogenic shock. The adverse event was reported to result in death. It was reported by the physician that the pt had serious left ventricle failure before the procedure. It was reported that both biosense webster navistar thermocool and lasso catheters were used, but no model number or serial number was provided.